Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 7:00am. As part of her diabetes regimen, the patient claimed she is on an insulin pump. Due to the alleged issue, the patient stated she skipped/stopped her dose of medication since she was unable to obtain a reading from the subject meter. Fifteen minutes after the alleged issue began, the patient reported feeling shaky. In response to her symptom, the patient indicated she self-treated with food/drink at 7:20am. At the time the alleged issue began, the patient stated she was able to test on another device (brand unknown) and obtained a result of "70 mg/dl." At the time of troubleshooting, the cca was able to educate the patient on the correct testing procedure; however, the patient was not able to perform a blood retest since the patient did not have the correct test strips available at the time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.